Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Upon scanning, it was discovered that the patient's implantable cardioverter defibrillator went into back-up operation. MRI settings were not programmed on. It was further noted that high voltage therapies had inappropriately become programmed off as a result. The device was restored to nominal settings. The patient was stable.